Event description:
It was reported that the patient could not enter their device into MRI mode and was experiencing ineffective therapy due to high impedances on the lead. The patient also experienced discomfort at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the lead and ipg were explanted and replaced.

Manufacturer narrative:
The date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.